Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter within the catheter. The following information was provided by the initial reporter: something black was found with/inside the catheter/product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received six sealed 22gx1000in. Insyte autoguard units from lot number 1322190. Additionally, six photos were provided for investigation. A gross visual inspection of the returned units did not show visible on one unit. Inspections of the photos showed specks of foreign in the package shield and the packaging near the needle shield on one of the units. The reported issue was confirmed. There was no foreign matter identified inside the needle cover or in the fluid path. The first foreign matter observed appeared as a brown, bumpy solid speck loose inside the packaging. The second foreign matter observed was a black bumpy solid speck caught between the packaging web. The loose foreign material found in the unit may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing (e.g., plastic totes or machine components wear and tear). To mitigate the occurrence of these defects: operators perform cleaning per the quality plan and the bd 5s initiative, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter within the catheter. The following information was provided by the initial reporter: something black was found with/inside the catheter/product.